Event description:
It was reported that when the external pulse generator was pacing faster than what it was set to. It was noted that there was a patient connected at the time of the incident. The generator has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper and lower cases were broken, the high rate cover, caution label, main clear cover and battery drawer o-ring were missing, the battery drawer was broken, the battery latches and ring cover were contaminated, one side bail cover was broken and one side bail cover was missing, one side bail was missing, the battery contacts were compressed, and the interconnect flex was out of electrical specification. Further analysis was performed on the interconnect flex assembly. The reported event or failures seen during repair of the device could not be confirmed, however it was determined the knob control for the rate knob was out of mechanical specification. This defect could not be associated with any functional failures.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions. Product event summary: analysis could not confirm the reported event. However it was noted that the upper and lower cases were broken, the high rate cover, caution label, main clear cover and battery drawer o-ring were missing, the battery drawer was broken, the battery latches and ring cover were contaminated, one side bail cover was broken and one side bail cover was missing, one side bail was missing, the battery contacts were compressed, and the interconnect flex was out of electrical specification. Further analysis was performed on the interconnect flex assembly. The reported event or failures seen during repair of the device would not be confirmed, however it was determine the knob control for the rate knob was out of mechanical specification. This defect could not be associated with any functional failures. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the external pulse generator was pacing faster than what it was set to. It was noted that there was a patient connected at the time of the incident. The generator has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.